Event description:
The sales reported that the device had a broken bur retained in the device during testing. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.